Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had charging issue. Rep said the ins is tilted and they can only get "good" coupling, not excellent. Patient (pt) has had this issue for several weeks. Pt needs an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.